Event description:
It was reported that the right ventricular (rv) lead was undersensing some events, causing the events to be classified as non-sustained ventricular tachycardia (nsvt), when they may have been ventricular fibrillation (vf). The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.